Manufacturer narrative:
The customer reported that blood pressure readings are different on the bedside monitor than when using the manual blood pressure cuff. The manual blood pressure was producing a reading of 178/62 where as the bedside monitor was giving a reading of 221/178. The manual cuff being used was a small adult dura cuff. Customer was asked to test using the nihon kohden cuff, the dura cuff, and through the bedside monitor to compare the readings. At present, the customer has not purchased the nihon kohden cuff . Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that blood pressure readings are different on the bedside monitor than when using the manual blood pressure cuff. The manual blood pressure was producing a reading of 178/62 where as the bedside monitor was giving a reading of 221/178. The manual cuff being used was a small adult dura cuff.